Event description:
A non-healthcare professional reported that during surgery, lens was implanted and explanted. Additional information has been requested and received stating that, according to surgeon the 3 dots for toric was not aligned with haptic. In the surgeon opinion, company defective lens caused or contributed to the event. There was no patient harm. Surgeon implanted another unspecified lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed on the lens. The lens had been cut into two pieces, typical of a removal. The lens portions were cleaned with klrp (klotho-related protein klrp). The toric axis marks were misaligned. The provided photo matched the returned product. Product history records were reviewed, and documentation indicated the product met release criteria. Qualified associated products were indicated. The lens was returned was observed to have misaligned toric axis marks. The root cause for the observed misalignment was manufacturing related. The root cause of this event was due to the milling operator not following the procedure. The milling operator did not align the mill correctly, causing the toric axis marks to be misaligned for this lens. A contributing factor to this event was that the milling equipment allowed the milling operator to manually select the mill orientation when the vision system could not identify the fill holes on the wafer. The toric axis mark misalignment was determined to be a cosmetic issue only, with no functional impact. The toric axis is aligned with the toric axis marks and is set by the molding process. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).